Event description:
A customer observed multiple higher than expected vitros phbr quality control results (vitros qc fluid q2098 results = 76.62, >80 ug/ml versus the expected value of 61.71 ug/ml) while using vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phbr while quality control results were outside of expected ranges. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple higher than expected vitros phbr quality control results were obtained post-calibration of vitros phbr lot 2538-0060-8971 on a vitros 5,1 fs chemistry system. Expected performance was obtained following calibration of an alternate vitros phbr slide lot. The unexpected phbr results are attributed to an atypical phbr calibration due to an unknown cause. There is no evidence to suggest a malfunction of the vitros 5,1 fs chemistry system.